Event description:
Reportable malfunction: on january 27, 1999 novo nordisk a/s rec'd a novopen 3 with the complaint that the piston is defective. There was no indication of an adverse event. Result and conclusion of MFR's investigation - on february 4, 1999 the quality assurance device dept. Established that the collar on the piston rod nut was broken off. Another fault was also found on the device: an internal part, the nut cap, had become loose. The push button might operate in jerks or it might lock in a certain position. This fault may have occurred due to an assembly error during production or it may be the result of rough handling by the user. The device was not able to deliver any insulin, as the push button could not be depressed; thus, a dose accuracy test could not be performed. This was caused by the dispositioned internal part (nut cap). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on february 4, 1999.